Event description:
It was reported that this device was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported.

Event description:
It was reported that this device was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional fields: h6. Impact codes d6b. Explant date.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood in the helix housing and tissue entwined in the helix. Based upon the clinical observations and the laboratory findings, we believe that body fluid and tissue inside the helix housing may have contributed to the irregularity in helix function. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this device experienced discomfort at the pocket area, it was also reported that the patient felt a little shaky. The device was later returned with no allegation. Multiple attempts were made to obtain additional pertinent information; however, they were unsuccessful. No adverse patient effects were reported. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Amendment. Corrected fields. B5 describe event or problem. H6 impact codes and device codes. H10. Additional MFR narrative the returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.